Manufacturer narrative:
Study event. The customer reported the embolic protection device was discarded. The lot number was provided. Embolic strokes are known possible adverse event associated with the use of the device as listed in the rx accunet instructions for use. There was no device malfunction reported. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this event.

Event description:
Device malfunction: none. Symptoms / ae: stroke. Time of ae: during the procedure. It was reported that during a left internal carotid artery stenting procedure, after post stent dilatation, the patient may have had a small embolic event which was later diagnosed as a right-sided cerebellar type stroke. Postprocedure, the patient was aphasic, with right sided weakness and slurring of words. One day postprocedure, a CT scan did not show any acute events, only chronic small vessel changes. Four days postprocedure, the patient was improving and was discharged to home with physical and occupational therapy. Although requested, there was no additional information provided.